Manufacturer narrative:
(B)(4). Device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient's infusion set fell off during (B)(6) 2024. The issue occurred with three similar types of infusion sets used for two days. No further information was available.